Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to be unable to power on using either ac or dc sources. The ac power indicator failed to illuminate. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the device is not holding a charge. The unit turns off when ac power is disconnected. The green ac power indicator does not illuminate when ac power is applied. No consequences or impact to patient were reported.